Event description:
It was reported that this system with a right atrial (ra) lead and a pacemaker recorded signal artifact monitoring (sam) and atrial tachycardia response (atr) events. Upon review of the presenting electrocardiogram, it was noted that the minute ventilation (mv) feature was disabled by sam due to high out of range pacing impedances. The ra lead also exhibited mv termination algorithm noise resulting in device oversensing. The health care physician stated the ra lead noise was reproduced during isometrics. This ra lead and pacemaker remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this system with a right atrial (ra) lead and a pacemaker recorded signal artifact monitoring (sam) and atrial tachycardia response (atr) events. Upon review of the presenting electrocardiogram, it was noted that the minute ventilation (mv) feature was disabled by sam due to high out of range pacing impedances. The ra lead also exhibited mv termination algorithm noise resulting in device oversensing. The health care physician stated the ra lead noise was reproduced during isometrics. This ra lead and pacemaker remain in service and no adverse patient effects were reported.